Event description:
Patient was brought to the cath lab for pacemaker insertion. The procedure went as normal. Physician placed the right ventricular lead and then the right atrium lead. No issue with placement with either lead. The generator was inserted and the pocket closed. When preparing to close the patient incision, patient stated he was becoming short of breath. The doctor was notified of the issue and an echocardiogram was ordered. The echo showed there was a small leak in the right ventricle. The patient was observed by the doctor, and the nurse for a period of time. The patient started to feel better and was then taken to ICU. The patient didnot need any further intervention for the small perforation. The patient has been discharge from the hospital and is doing fine.